Event description:
It was reported this balloon detached from the catheter shaft during preparation for a superficial femoral artery angioplasty procedure. Another balloon catheter was used to successfully complete the procedure. The pt's condition is good. The co's attempts to obtain further details surrounding this event were unsuccessful. This device is currently being evaluated by this MFR. Following completion of the engineering eval, a supplemental medwatch report will be forwarded under the appropriate sequence number. A lot search was performed and revealed no other complaints to date on this lot number. User technique during preparation of this device may have contributed to this event. However, co is unable to determine an exact cause for this event. The co's directions for use outline appropriate preparation techniques.